Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2010 and a mesh was implanted due to urinary incontinence. It was reported that following insertion the patient experienced vaginal pain, lower abdominal cramping and painful intercourse. (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2010 and a mesh was implanted. It was reported that patient underwent repair of incisional hernia with ventralex mesh on (B)(6) 2010 due to recurrent incisional hernia. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2010 and a mesh was implanted. It was reported that patient underwent exploratory laparotomy with extensive lysis of adhesions, resection of small bowel fistula with primary small bowel closure, drainage of abdomen and umbilical skin and closure of wound on (B)(6) 2011 due to recurrent incisional hernia, status post mesh placement, extensive intra-abdominal adhesions and enterocutaneous fistula from small bowel adherent to mesh exiting at umbilical skin. It was reported that patient underwent open repair of incarcerated incisional hernia with mesh placement on (B)(6) 2009 due to incisional hernia. No additional information.

Manufacturer narrative:
(B)(6). It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2010 and a mesh was implanted. It was reported that patient underwent exploratory laparotomy with extensive lysis of adhesions, resection of small bowel fistula with primary small bowel closure, drainage of abdomen and umbilical skin and closure of wound on (B)(6) 2011 due to recurrent incisional hernia, status post mesh placement, extensive intra-abdominal adhesions and enterocutaneous fistula from small bowel adherent to mesh exiting at umbilical skin. It was reported that patient underwent open repair of incarcerated incisional hernia with mesh placement on (B)(6) 2009 due to incisional hernia. No additional information.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2010 and mesh was implanted into the patient. It is reported that the patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
Additional information.